Event description:
During an inventory cycle count, a u-clip removal tool (ucrt) was found in one of the operating rooms, in a drawer. The ucrt was found in a box that was labeled with lot number 0610315, but the device was out of it's sterile pouch and the tip was detached from the device. The details of when the device was removed from the sterile pouch, when the tip was initially found detached, who found it and during what process it was initially found are unknown. Also, it can not be confirmed that the device in the box is the one that originally came in the box.

Manufacturer narrative:
No information available. Analysis: the product was not returned, so the complaint could not be confirmed. Based on the description of the complaint, it is likely that the nose piece separated from the body of the device. Medtronic has received similar reports of this performance issue, and corrective actions have previously been implemented to mitigate the occurrence of this event. This device was manufactured prior to implementation of these actions. Conclusion: reduced performance of the device could not be confirmed, as the product was not returned for analysis. It is not known at this time if the failure mode manifested itself during a procedure, or prior to use. Attempts to obtain this information have been unsuccessful. Medtronic continues to monitor field performance to detect similar events, should they occur.